Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure: customer reported that she had a hernia repair, it was a bulge around her belly button area. Was procedure laparoscopic or open? Customer reported she had a laparoscopic procedure the first time after her initial dx and a laparoscopic procedure to repair the reoccurrence. Product name and code: customer reported she does not have that information available but she will get information from her doctor. It was reported that the mesh came apart after being implanted. Please elaborate: customer reported that a few months after having the hernia repaired in 2013 it reoccurred. Customer reported that she experienced some pain and discomfort and the bulge that was repaired returned same area. Customer reported she went to a new doctor who performed the second surgery/repair in 2013. Date of procedure: customer reported that the original procedure was done in 2013 and a few months later the hernia came back and second surgery was performed. Surgeon's name and hospital: customer reported that she does not have this information available but she will follow-up with doctor to get the information. Do you have any medical records in your possession: customer reported no but she is going to follow-up with her doctor. (B)(4) advised customer that the information being requested if for a product investigation and any medical questions should be directed to her treating doctors. (B)(4) asked if pt. Would sign a release of information, this will allow ethicon to contact her doctors and obtain additional information if it was warranted.

Event description:
It was reported that the patient underwent a laparoscopic umbilical hernia repair procedure in 2013 and the mesh was implanted. A few months after the procedure, the patient experienced a re-occurrence of hernia, pain, discomfort and bulge at the same area, around her belly button area. The patient underwent a second procedure. Additional information will be requested.